Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Blood glucose level was 332mg/dl. Troubleshooting was performed and no insulin drops were observed to be dripping out of the infusion set tubing. The customer removed the cartridge from the pump therefore troubleshooting could not be completed to verify whether the occlusion was within the infusion set tubing or the cartridge. A supply change was performed addressing the occlusion.